Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented in clinic for follow up in backup vvi mode. The patient had undergone a surgery where external defibrillation was used. After a successful software download, the device resumed normal function.